Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface board was replaced during the service call.

Event description:
It was reported that the 9800 system remote user interface joystick would not work. No pt injury was reported.